Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the imp). This report has been identified as b. Braun (B)(4). No sample was received for eval. All available information regarding this event was forwarded to the introcan MFR, b. Braun (B)(4). Their investigational report states that a review of manufacturing records was not possible because no lot number was available. Their report also indicates that a complete investigation could not be conducted without a sample to evaluate. The exact cause of the reported event could not be determined and no specific conclusion can be drawn. A historical review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number. If additional pertinent information becomes available, a follow-up report will be submitted.

Event description:
(B)(4).